Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirm hyperglycemia on reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Cgm tracings stop on (B)(6) 2024 at 2:46am and insulin dosing stops at 10:56am the day prior to the event. A new sensor is not started until (B)(6) 2024 at 3:47pm on the day of the event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by failure to maintain device to ensure continuous insulin delivery by not starting a new cgm sensor session and not entering bg values to maintain bg run mode. Failure to follow the ketone action plan and replace the infusion set when experiencing prolonged hyperglycemia, removing device entirely and not resorting to back up therapy method, and device audio settings set to "off" likely further contributed to the severity of this event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in a visit to the ER. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user's mother called regarding the user's bg levels, which exceeded 400 mg/dl. The user experienced vomiting and confirmed large ketones. The user removed the ilet and left it at home after testing for ketones but did not notice any leaking or a bent cannula on the infusion set. The mother was en route to the ER. The customer care agent provided information on potential causes for the elevated blood glucose and advised syncing ilet data when possible. The patient did not use back-up therapy but did follow the ketone action plan. Multiple follow up attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.